Manufacturer narrative:
Pc-(B)(6) date sent: 3/25/2024 d4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? No. If yes, how was the device removed? N/a. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? The another loading was used. Did the jaws eventually open? The jaw was opened by the another cartridge. Did the damage occur right out of the packaging, during loading/unloading, or in the operative field? The damage occurred during loading int the operative field. Was the plastic portion of the cartridge damaged? The cartridge pan was out of position. Was the metal cartridge pan separated from the plastic portion of the cartridge? Yes. Could you explain what part is being refer as the "the root part of the cartridge"? The cartridge pan was out of position.

Event description:
It was reported that during a thoracoscopic pneumonectomy, the jaws became not to open. It was found that the root part of the cartridge was coming off when the cartridge was removed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.